Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently a pump notification was received indicating there was no insulin in the cartridge when cartridge had approximately 200 units in it. Customer changed out cartridge and infusion set. Insulin delivery was resumed. There was no reported impact to blood glucose. Customer declined further information at the time of the report. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.